Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017 patient reported melena and hemoglobin started decreasing. Diagnostic showed hemorrhoid bleeding. Anticoagulation was stopped, and patient transfused. On (B)(6) 2018 esophagogastroduodenoscopy (egd) and colonoscopy were done. Angio dysplasia was found at the colon. Clipping was performed focusing on bleeding. On (B)(6) 2018 and (B)(6) 2018 hematochezia was still found. Hemoglobin still dropping but slower compared to before. Follow up will be done at general ward. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2018 no more hematochezia however hemoglobin still decreasing. Patient was restarted on anticoagulants. On (B)(6) 2018 patient had a sigmoidoscopy where several angiodysplasia with bleeding were noticed on rectum. On (B)(6) 2018 no further bleeding, patient remains in the hospital in stable condition. Device remains implanted. No further patient complications have been reported as a result of this event